Event description:
It was reported that the male external catheters were not inserting into penis and they felt tight. The patient stated the tubing to the drain bag was coiled . Patient also stated some of male external catheters were getting stuck in the packaging . As per clarification mail received from liberator on (B)(6) 2022, it was stated that the patient's penis was not inserting into the condom catheter because it was too tight . Representative have sent samples of larger externals .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect assembly operation / components placement / accessories¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the male external catheters were not inserting into penis and they felt tight. The patient stated the tubing to the drain bag was coiled . Patient also stated some of male external catheters were getting stuck in the packaging . As per clarification mail received from liberator on 21jul2022, it was stated that the patient's penis was not inserting into the condom catheter because it was too tight . Representative have sent samples of larger externals .per additional information received via follow-up on 27jul2022, it was stated that they sent style #32 and it worked better but would not go all the way on, patient inquired about adding vitamin e oil to help it go on. Representative advised against the oil.